Manufacturer narrative:
No similar complaints have been recorded for gcfcxs, lot 20240523. Retention samples were reviewed, no discrepancies noted. DHR has been reviewed, no discrepancies noted.

Event description:
While using the mask the wire came out and it scartched the doctor eye.